Event description:
A malfunction alarm was reported by the customer. There was no reported impact on the customer¿s blood glucose level. The pump was not returned by the customer, leading to the closure of the complaint by the distributor.